Event description:
It was reported that during testing of the ventilator after software upgrade, three technical errors indicating disabled valves, communication failure and pt category mismatch were generated and ventilation stopped.